Manufacturer narrative:
Concomitant product: product ID: 8637-40, serial# (B)(4), implanted: (B)(6) 2014, product type: pump. (B)(4).

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving clonidine (300 mcg/ml at an unknown dose) via an implantable pump. The pump's indication for use (IFU) was not provided. It was reported that a programming error occurred. During a scheduled pump refill, the hcp did not enter the updated concentration of clonidine into the programmer; device interrogation/device data revealed that on (B)(6) 2015, the pump contained clonidine with a concentration 300 mcg/ml, but the programmed clonidine concentration was 250 mcg/ml. The event was reported as related to the device or therapy, but not related to the implant procedure. The event didn't result in any patient symptoms. Reprogramming was performed on (B)(6) 2015 and the event resolved without sequelae on the same date. Follow-up was conducted for the serial number of the 8840 programmer that was involved with the event.